Event description:
Distributor reports six individual packets had a open seal of the primary package.

Manufacturer narrative:
H6: six unused suture packets were received and visually examined. Open seals were identified. Product is out of specification in a manner that relates to the report of open seals.